Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The event can be prevented by handling the device in accordance with the following IFU: "caution ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had an e315 non-compatible endoscope error. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the e315 non-compatible endoscope error could not be reproduced however the occurrence is likely. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.